Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a shock when pushing in a pro card on a homechoice device. This event occurred during set-up. The patient took the card back to the clinic and the registered nurse replaced it. The patient would use manual supplies that night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Pro card confirmed successfully and no electrical shock was encountered. Measured the power supply voltages; all voltage readings were stable and within specification. Measured the ground cover to ground stud connection; reading was stable and within specification. The device met specification related to the reported issue. The reported condition not was verified. Should additional relevant information become available, a supplemental report will be submitted.